Event description:
On (B)(6) 2018, a surgical pathology report noted an extensive fibrinous deposition with scattered calcification with associated foreign body type giant cells present. Patient was revised due to elevated cobalt and chromium in the blood and a new large lesion measuring 16.2 cm. The surgeon noted that there was a large pseudotumor surrounding the entire hip implant, which caused significant bone and muscle damage. The surgeon also noted that at least 40-50% of the patient's peri-acetabular bone had disintegrated into osteolytic/altr-type necrotic chalky debris. Moreover, the anterior acetabular bone was almost completely gone. The patient have nonviable tissue removed due to the metallosis as well. Post-revision surgery, patient claimed to suffer the following symptoms: chronic pain, difficulty in walking, lost of strength and stamina, limited flexibility, inability to walk ( with the help of assistive devices ), suffered fear, anxiety, depression and stress. Doi: (B)(6) 2008. Dor: (B)(6) 2018. Affected side: right hip. This pc is related to (B)(4). Bilateral total hip replacement.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.